Event description:
It was reported by a customer in (B)(6) that, a pt in the ICU got intubated with an 8dfen tracheostomy tube on (B)(6) 2014. The physician changed the cannula because of a cuff leakage, as they stated hearing a "bubbling" noise. A new similar device replaced the faulty unit, and it also had a leaking cuff. It was replaced with a similar 8dfen tracheostomy tube. The physician could not determine if the pt had abnormal trachea rings, and probably both faulty cuffs got damaged during the placement of the cannulas. The third device placement was successful, and the physician informed to have used a thick layer of vaseline on the cuff to insert the device very gently. There was no reported pt injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample was returned for evaluation. An inflation/deflation test was performed, and the cuff was observed to deflate immediately. Visual inspection was performed, and a small tear in the cuff was observed. (B)(4).